Manufacturer narrative:
Additional information: b5, d-6b, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, it was found that the blue (venous) luer adapter had a crack and had a leak. There was nothing unusual observed on the device prior to use. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The catheter was not repaired. There was no instrument to loosen or tighten the device, and tego was not utilized. Iodophor disinfection was the cleaning agent used on the device and typically utilized to clean the adapters. Replacement of new tube was the remedial action and intervention/treatment required as a result of the luer adapter issue (event). The treatment proceeded and was completed after the remedial action was done. There was no blood loss, and a blood transfusion was not required due to the event. The catheter has been in place about 6 months. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one catheter, with a crack on the threads of its venous luer adapter. It was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, it was found that the blue (venous) luer adapter had a crack and had a leak. There was nothing unusual observed on the device prior to use. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The catheter was not repaired. There was no instrument to loosen or tighten the device and tego was not utilized. Iodophor disinfection was the cleaning agent used on the device and typically utilized to clean the adapters. There was no intervention/treatment required as a result of the event. As a remedial action, the catheter was replaced. The treatment proceeded and was completed after the remedial action was done. There was no blood loss, and a blood transfusion was not required due to the event. The catheter has been in place about six months. There was no reported patient injury.